Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection and leak testing were performed, and a leak through the y-site was observed. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was determined to be an issue with the y-site component, which was supplied by a supplier. In order to address this condition, the supplier was notified of the issue and a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a colleague set was leaking from its y site connector. This occurred during priming. There was no patient involvement. No additional information is available.